Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 18.6. Hardware: iphone14.7. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient experienced hyperglycemia while wearing the pod on the back for longer than 48 hours. Blood glucose levels increased to 500 mg/dl and the patient developed symptoms including diarrhea and vomiting. The patient sought emergency medical attention and was hospitalized overnight. Treatment included intravenous fluids and continuous intravenous insulin administration. The pod was removed at the hospital and was not available for return.